Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a counterfeit top case was found on pump, the right plunger case was cracked, and missing serial number on main board. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. The flippers were touching the top of ear clip when the plunger was pushed all the way in. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case. Performed preventative maintenance and all the functional testing.

Event description:
It was reported that the pump was failing plunger size calibration. No patient injury was reported.